Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued: e.1 postal code: (B)(6). Additional, changed, and/or corrected data. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2021. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.